Manufacturer narrative:
A gfe was sent to request information regarding device return and initial reporter details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. Patient had a medical/physical problem or condition that was not further described. No additional adverse patient effects were reported.